Event description:
The representative reported the device was used during a laparoscopic cholecystectomy. It was reported seals tore on both 511sds from ftr72. Surgeon completed the case using the trocars. There was no consequence to the pt.